Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient had a total hip replacement four years ago. In the last year, it has started to really bother him. Sometimes it pops loud and feels really loose. When he sits it makes a noise, when leaning forward.